Event description:
The customer questioned the sudden increase (475, 629 and 775 u/ml) in the architect ca19-9xr results observed for one patient. The patient had a result of 27 u/ml back in (B)(6). No impact to patient management was reported.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Review of the ticket trending and lot search did not identify an adverse trend for the likely cause lot. Abbottlink data was reviewed to assess the performance of the assay. The data analysis demonstrated that the median patient values have not shifted over time and that the reagent lots included in the analysis (including the likely cause lot) read patient results consistently. A deficiency was not identified as the patient mean data review shows that the likely cause lot performed per specification. A malfunction was not suggested since the falsely elevated results were for a discreet patient. The customer results were falsely elevated and were not repeating indicating a possible sample specific issue which is addressed in the product labeling. No additional issues were identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4); (test result); (no consequences or impact to patient). Note: this report is being filed on an international product, architect ca19-9 list 02k91-25 that has a similar product distributed in the us, list number 02k91-27.